Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: analysis could not be performed as no item number is available. Event description: it was reported that the patient was revised due to alval syndrome review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Conclusion: it was reported that, product was implanted on (B)(6) 2009 and revised on an unknown date due to alval syndrome. In vivo time of the device is unknown. The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00301.

Event description:
Patient was implanted on the right side and underwent revision surgery due to pain, limited movements, suspected metallosis and alval syndrome.

Manufacturer narrative:
Additional information which was received on jan 6, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11 - medical product. Metasul ld head 48 mm; catalog no#: unknown; lot#: unknown. Sleeve m; catalog no#: unknown; lot#: unknown. Cls stem 125° / size 8; catalog no#: unknown; lot#: unknown. D11 - therapy date: (B)(6) 2013. The manufacturer received overview document, implantation report, laboratory report and legal document for review. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Item and lot number unknown.

Event description:
A patient is pursuing a product liability claim because underwent revision surgery due to alval syndrome.